Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of low anterior resection, the surgeon could not fire the device. They replaced the reload and the firing was completed. There was no patient injury.